Event description:
It was reported that: in the night of (B)(6) december, the pt was supported by carina in CPAP mode. In this situation pt stopped breathing and had to be resuscitated. Following to this, carina was used in pc-bipab mode. The nurse reported that also in the bipap mode ventilation was not sufficient, which finally was noticed by alarm of the hemo-dynamic monitoring. The pt had to be resuscitated again. The ventilator was replaced.

Manufacturer narrative:
The device was requested for investigation and not yet received. The investigation results will be reported in the f/u report.